Event description:
Damaged optic after implantation - the doctor found a scratch on the optic. He cut the iol and explanted it from the eye. The surgery was completed with a back up iol. There were not any patient health impact.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h6 - corrected codes for manufacturer's investigation: type - testing of actual device additional information: d9 - added date of product return g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged optic after implantation - the doctor found a scratch on the optic. He cut the iol and explanted it from the eye. The surgery was completed with a back up iol. There were not any patient health impact.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.